Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problems of air line error and upstream occlusion error was unable to be reproduced. The device was tested for flow lines for ultrasonic sensor us air and upstream occlusion and both failed due to receiving a reload set. A review of event history log revealed multiple occurrences of air in line error and upstream occlusion error. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be ultrasonic sensor calibration out of specification which is a potential cause for false air in line and false upstream occlusion errors and reload set. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump alarmed air in line error and upstream occlusion even with new sets during an unspecified process step in the biomed service department. There was no patient involvement. No additional information is available.